Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d9, e1 (initial reporter and event site email), e2, e3, e4, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect impact codes, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the helium tube was damaged. The fse replaced the .005 helium tubing assembly (0004-00-0103-03) and the multiple helium tubing assembly (0004-00-0103-02). The unit passed all factory specified performance and safety index tests. The iabp was returned to the customer for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0004-00-0103-03 and 0004-00-0103-02 with a reported unit failure of a damaged helium tube. The fat performed a visual inspection and found pn 0004-00-0103-02 to have one of the connections damaged. See attachment. Confirmed the reported failure. No root cause defined. The fat installed 0004-00-0103-03 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The most probable root cause is excessive stress or fatigue.

Event description:
It was reported that during an inspection performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site address, event site address line 2, event site city), g3, g6, h2, h11. Due to character limit in block e1 full event site address is (B)(6).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection that the cardiosave intra-aortic balloon pump (iabp) had a helium leak.